Manufacturer narrative:
The user facility notified the steris service technician that a facility water leak occurred in the ceiling of the or prior to the reported event due to a burst water pipe. Due to the water leak, the technician performed an additional service visit to ensure there was no additional damage to the equipment and no visual damage observed. The water leak may have caused or contributed to the reported event; however, the technician was unable to confirm. While onsite, the technician replaced the spindle commutators and reset the integration system. The technician tested the integration system and lighting system, confirmed them to be operating to specification, and returned them to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure that the surgical light to their harmony iq 2800 integration system turned off then on without being commanded. The lights were immediately manually turned back on with the surgical wall control, and the procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the system and was unable to duplicate the reported event. The technician reset the power distribution board, tested the system, confirmed it to be operating according to specification, and returned it to service. The investigation for the reported event is still in process; a follow-up MDR will be filed when additional information becomes available.